Manufacturer narrative:
It was reported that the product support engineer (pse) replaced the power cord once customer approval was received. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint reporting the v60 ventilator power cable had more resistance than allowed in electrical tests. The device was not in clinical use at the time of occurrence. There was no report of harm. The manufacturer's product support engineer (pse) determined the power cord must be replaced to meet manufacturer's specifications. Investigation is ongoing.